Manufacturer narrative:
The event was reported to have occurred in (B)(6) 2020. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had pump failure issue. It was stated the patient was receiving epinephrine 1mcg/kg/min to maintain blood pressure. The pump failed tow times during the infusion. First time the pump stopped, saying 'pump failure' which was caught prior to effecting blood pressure. The second time the patients mean arterial pressures (maps) were dropping on the monitor and the user observed the pump and it was completely off. Patient required a dose of phenylephrine while a new pump was programmed. The problem was found during infusion at the emergency department. No additional information is available.